Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Reportedly, there was no adverse impact to the customer's blood glucose level. A replace damaged charging supplies via 2-day shipping.